Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer called tandem technical support with assistance with verifying the pump settings. Review of the pump history showed that the customer's correction factor settings had been previously set as 1unit: 30 mg/dl, however, the customer accidentally entered 1unit: 3mg/dl for all of the settings. Reportedly, the customer successfully adjusted to the accurate settings. There was no reported impact to the customer's blood glucose level.